Event description:
The customer reported, the ventilator would not power on. The device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturer's service technician reported finding the ventilator circuit breakers in the off position. The service technician turned the circuit breakers to the on position and ac power was restored. Review of the ventilator diagnostic code log noted the backup battery had depleted during use. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will shut down and alarm if no backup power source is available. The service technician performed visual inspection of the internal components with no problems noted. Extended self testing (est) was completed and all tests passed per operating specifications.

Manufacturer narrative:
Circuit breakers in off position.